Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was not confirmed. The customer returned a 3-lumen catheter with injection caps. Blood was observed in the extension lines. The proximal extension line was clamped off next to the juncture hub. The catheter was leak tested and no leaks or cross-overs were observed. The injection caps were also leak tested and no leakage was observed. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used in the patient's left internal jugular. While the catheter was in use the clinician noticed blood tinged fluid on the patient's pillow. Upon further investigation, leaking was noticed from the proximal port tubing of the catheter. Fluids were stopped and the line was clamped below the leak and two peripheral IV's were placed. There was a delay in treatment and no patient death or complications reported.